Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26oct2020.

Event description:
It was reported to philips that the device had an alarm led failure when the unit was powered on. The device was not in use at the time of the event. There was no report of patient impact or harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse instructed the biomed to confirm the 1105 error in the significant event logs. If there is an error code, then to replace the power switch overlay. The biomed stated the power switch overlay and cable would be ordered for repair when they go onsite for repair.

Manufacturer narrative:
G4: 28oct2020. B4: 29oct2020. The device was not in use at the time of the event. This issue occurred while preparing the device for use. There was no report of patient impact or harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse instructed the biomed to confirm the alarm led failure error in the significant event logs. If there is an error code, then replace the power switch overlay. The bio-med stated the power switch overlay and cable would be ordered for repair when they go onsite. A good faith effort was made, and the customer stated the device did not show any code numbers, only the words alarm led failure in the alarm section. In the event log, there was an entry showing post led fail 0. The overlay and the cable were replaced at the same time and, therefore, cannot tell which was the cause. The device was booted in patient s/t mode successfully, and the device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.